Manufacturer narrative:
Device analysis report is attached. This report is submitted on january 04, 2022.

Manufacturer narrative:
This report is submitted on november 23, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2021, under general anesthesia and the patient was reimplanted with a new cochlear device during the same surgery.